Manufacturer narrative:
Correction report being filed for field h6 impact codes

Event description:
It was reported the physician called in for review of consult data for this patient with a pacemaker system. Technical services (ts) reviewed the data and found there was right atrial (ra) noise being oversensed resulting in pacing inhibition however, there was no asystole of greater than two seconds. Ts recommended to have the field representative perform further testing. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported the physician called in for review of consult data for this patient with a pacemaker system. Technical services (ts) reviewed the data and found there was right atrial (ra) noise being oversensed resulting in pacing inhibition however, there was no asystole of greater than two seconds. Ts recommended to have the field representative perform further testing. At this time, the system remains in service. No adverse patient effects were reported.